Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria.the manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation. The result of the investigation is confirmed for the reported break issue. There was a break observed in the hypotube 135mm from the hub. The investigation was inconclusive for the retraction problem. There was no sheath returned and the device was returned in two parts. The definite root cause could not be determined based upon the available information. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiry date: 06/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the proximal catheter end allegedly broke. It was further reported that the device allegedly had retraction issue when removing form the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure, the proximal catheter end allegedly broke during removal from the patient. The procedure was completed using another device. There was no reported patient injury.